Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported blank/black screen with the whitestar signature system. There was no patient involvement reported.

Manufacturer narrative:
The field service specialist (fss) inspected the unit and on re-start, no error was observed. Fss used upgrade kit to upgrade the system as well as used a new voltage rail which updated the instrument host (ih). Upon servicing the unit/replacing parts, the system was found functioning properly and met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.